Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the main board. The fsr ran through test base v7 verification,performed pm (preventive maintenance)procedure and verification. The unit is functioning properly. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us experienced a blue error message that states enter password and the unit is not shutting down. Furthermore, was no patient involvement associated with this event. Issue happened prior patient use.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. The root cause was determined to be due to a user interface controller (epc) not starting-up properly. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste.